Event description:
The customer reported that the insulin pump didn't appear to be delivering insulin. The customer also stated that she was not getting any no delivery alarms. The customer conducted a prime test, and stated that no insulin exited. The customer previously reported that the insulin pump was submerged in water for a couple of seconds. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.